Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 21mm aortic bioprosthetic valve, the valve was explanted and replaced with 19mm valve of the same model. The reason for the explant was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the physician reported there was no issue at all with the bioprosthetic valve. If information is provided in the future, a supplemental report will be issued.